Event description:
Same case as #2134265-2009-00890. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. The lesion was predilated and the physician made several attempts to place a taxus express2 2.5x24mm drug eluting stent, but encountered difficulty crossing the lesion. It was noted that the edge of the stent was damaged. The damaged stent was exchanged for another taxus express2 2.5x24mm drug eluting stent, but after several attempts, this stent was also unable to cross the lesion as well. A stent strut was lifted. The procedure was completed with a 2.5x20mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis and visual examination of the returned device revealed that the middle of the stent was damaged. One strut in the middle of the stent was raised vertically. Visual examination found severe kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.